Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10: 15 am with blood glucose of 700 mg/dl. Customer called 911 and stayed in the hospital for couple days. Customer reports they feel okay to troubleshoot. Customer current blood glucose was 166 mg/dl. Customer blood glucose at the time of the incident was 536 mg/dl. On (B)(6) 2017, blood glucose reading was 133 mg/dl. At 8:00 am to 9:00 am blood glucose reading was 536 mg/dl. On the weekend, blood glucose reading was 149 mg/dl. Customer was hospitalized because of high blood glucose reading and diabetic ketoacidosis. Customer did not mention any symptom. Customer stated high blood glucose reading started on (B)(6) 2017. Customer treated their high blood glucose reading with injection and insulin pump. The hospital name was (B)(6). Customer was wearing the pump at time of hospitalization. Infusion was changed on (B)(6) 2017. Customer did no mention if the cannula was bent. The drive support was normal. Customer declined to check for occlusion and the insulin pump setting. Customer did not perform high pressure test. Insulin pump will not be returning for analysis.